Event description:
Pt did well initialy and then began to do poorly. It was suspected that the programmable valve had malfunctioned. Attempts were made to re-program the valve, but were not successful. Pt was returned to surgery in 2006. Original shunt was removed and a new one was implanted.